Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 20 of 22 devices were returned for evaluation. There will be one device that will not be returned. There will be one device that we are awaiting return. Evaluation of one device found it to be within specification. Evaluation of fourteen device found excessive wear due to a lack of proper maintenance. Four of the devices had debris build-up. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. Evaluation of three device found excessive wear due to a lack of proper maintenance. There was evidence of the cap being stuck. Evaluation of one device found excessive wear due to a lack of proper maintenance. There was a deformation problem identified. The devices did not heat up during evaluation. The devices was repaired and returned to the customers.

Event description:
This report summarizes 22 malfunction events where a midwest e pro 1:5 high speed contra angle attachment where they overheated. No injury resulted in any of the events.